Event description:
The customer reported that no image was displayed and the screen went completely dark for about 2-3 seconds during sedation of a therapeutic hemicolectomy procedure of an olympus video system center. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.